Manufacturer narrative:
E1: patient city: (B)(6) patient country: ireland. Name: (B)(6) based on the available information, this event is deemed to be serious injury. Provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient had low blood glucose level event and was treated with carbohydrates on (B)(6) 2026.